Manufacturer narrative:
Additional information: section d4 - serial number was updated based on returned product. The reported device was returned and visually assessed. As part of the line assembly of these devices, 100% inspection is carried out. The damage associated by ¿cracking¿ the body along the seam line and dislodging the central connection is not consistent with any om process or typical IFU (instruction for use). However, the probable cause is likely attributed to the user attempting to ¿snap¿ open the device at the joint line, instead of the cap, causing the reported failure mode. This issue therefore is not confirmed to user handling issues.

Event description:
The customer reported that her adc lancing device separated on (B)(6) 2020. The customer attempted to continue to use the device, but reported the device would keep separating. The customer had no symptoms prior to losing consciousness while sleeping, and was taken to a hospital on (B)(6) 2020. The customer was diagnosed with hypoglycemia, and treated with glucose via injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and lancing device, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that her adc lancing device separated on (B)(6) 2020. The customer attempted to continue to use the device, but reported the device would keep separating. The customer had no symptoms prior to losing consciousness while sleeping, and was taken to a hospital on (B)(6) 2020. The customer was diagnosed with hypoglycemia, and treated with glucose via injection. There was no report of death or permanent injury associated with this event.